Manufacturer narrative:
Device passed displacement test and self test. Software low level failures alarm found in the device history due to software error. Device communicated properly with test guardian link transmitter. No unexpected low suspended alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the software error detected alarm as well as the motor arm cannot communicate with the main arm. Customer's blood glucose level was 317 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer stated that they both errors request replacement on second occurrence. Customer stated that the not able to do fill cannula recorded in daily history. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.